Event description:
Customer reported that they have an issue with the knife contained in their custom pak. The blade was dull, would not cut as it normally would, the doctor had to use sutures to close the wound of one patient. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed necessary when additional reportable information becomes available.